Manufacturer narrative:
Manufacturer's investigation conclusion: the reported alarms could not be confirmed through this evaluation. A correlation between the device and reported patient outcome could not be conclusively determined through this evaluation. The patient experienced low flow alarms. The system controller speaker was covered with gauze to muffle the audio. No system monitor was on site. Information received on (B)(6) 2019 communicated the patient expired at a hospice care facility. No autopsy was performed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no autopsy was performed. Pump would not be returned.

Manufacturer narrative:
Approximate age of device: 4 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported the patient began to experienced more frequent low flow alarms. Per patient outcomes, that the patient was expired due withdraw of support. No further details were provided.